Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the defective cable could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was a diagnostic hysteroscopy. The procedure was not delayed. The equipment was checked for faults before use. No image was observed. The procedure was completed with different equipment.

Manufacturer narrative:
This report is being supplemented to provide additional information about the event. Sections b3 and b5 were updated.

Event description:
The customer reported the hd camera head is unable to display image. The event occurred during procedure and a similar device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a defective cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.